Event description:
It was reported that the patient with this right atrial (ra) lead and pacemaker had a heart surgery where the ra lead was cut. A signal artifact monitoring event was triggered, and lead safety switch feature was activated due to high, out of range pacing impedances. Furthermore, under sensing, noise over sensing and failure to capture were observed on the ra lead channel. It was recommended to speak with physician for programming recommendations or next steps. The ra lead and the pacemaker remain in service at this time. No adverse patient effects were reported.